Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq lvp over infused during a total parenteral nutrition (tpn) infusion. The tpn infusion was initiated at 17:24 with a programmed volume of 2000ml. With more than five hours remaining on the infusion, only 394 ml remained in the bag, raising concern for overinfusion. The pump was removed from service. The physician ordered glucose monitoring and electrolyte levels; unspecified laboratory tests, and x-rays. Imaging findings were consistent with fluid overload, and the patient was treated with furosemide. No further information was available at the time of this report.

Manufacturer narrative:
Additional information was added to h6. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.